Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Phone # for contact at the event site: (B)(6).

Event description:
The hospital reported that before a coronary artery bypass procedure, hs iii proximal seal was cracked and unable to be set. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. The loader and the delivery device were returned. Blood was not observed in the delivery tube. Evidence of blood was not observed on the device. The slide lock was disengaged. The plunger was fully depressed on the delivery device. The anchor and tension spring assembly were found inside the loader device in an open position. The seal was visible inside loader through the window. The loader was disassembled and the seal was inspected for delaminations (cracks). No defects were observed. There was no evidence that the device had been introduced into the aorta. Based on the condition of the device as found, the reported complaint was unable to be confirmed for the reported failure.

Event description:
The hospital reported that before a coronary artery bypass procedure, hs iii proximal seal was cracked and unable to be set. A replacement device was used to complete the procedure. The hospital did not report any patient effects.